Event description:
A malfunction alarm was reported by the customer, indicating a malfunction code malf 12, which had occurred on multiple occasions. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. As a corrective action, the customer was instructed by cts to continue using the current pump and was provided a pre-paid label to return the problematic pump to tandem within 10 days. A replacement pump was arranged, and the customer acknowledged the instructions to put the pump into storage mode before returning it.